Event description:
It was reported that the user received an ilet pump with visible screen damage on the right-hand edge, consistent with a display delamination hardware issue. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy beyond device replacement logistics and no alerts or alarms. Investigation included review of user communication and receipt and inspection of the returned device. Investigation of this case revealed a screen delamination of the display assembly consistent with a device component defect without functional alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the display assembly.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.